Manufacturer narrative:
The event of explant was reported to abbott. The patient experienced ineffective stimulation and did not charge their ipg as recommended, the ipg became unable to communicate with external devices. The patient's ipg was explanted and replaced to address the issue. The lead remains implanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient experienced ineffective stimulation and did not charge their ipg as recommended, the ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.